Event description:
Boston scientific received information that this right ventricular (rv) lead had an unknown non-product experience. Additional information indicated that this rv lead exhibited high pacing thresholds. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the high pacing thresholds allegation was not confirmed as lead resistances measured normal. X-ray showed inner coil deformed near the terminal end, which block passage of a stylet. This type of damage usually associates with helix/retraction difficulty.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had an unknown non-product experience. Additional information indicated that this rv lead exhibited high pacing thresholds. This rv lead was explanted. No additional adverse patient effects were reported.